Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 380 mg/dl. The customer used the pump to lower bg level and was currently at target level at the time of the call. Troubleshooting with tandem's technical support indicated that there were air bubbles in the cartridge and tubing. Reportedly, the cartridge had been in use for 5 days. Recommendation was made to change the supplies.